Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was used to program the implantable device in magnetic resonance imaging (MRI) safe mode of 3.5 volts (v) at 1.0 milliseconds (ms). The parameter was then programmed off then back on and the parameters were then noted to be 5(v) at 1.0 (ms) rather than the programmed parameters. The programmer remains in use. No patient complications have been reported as a result of this event.